Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer is stating that the leg is snapped off by the bolt where the frame and the bottom portion of the leg connects. Per the technician evaluation, there is broken tubing at the center hole.